Manufacturer narrative:
Block g5: PMA number is not applicable. Upon further review, it was identified that this complaint was not required to be reported through this process. This is a non-commercial product that is captured under the ide for the illumenate btk clinical study. H3 other text : placeholder.

Manufacturer narrative:
Patient's age at time of event or dob is unknown. This information was not available from the facility. The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID # (B)(6). PMA number is not applicable. The device is ce marked that was used as part of a clinical study under an ide. During the index procedure, the product worked as intended, thus no returned product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, three stellarex catheters were used to treat the target lesions of the left distal, mid, and proximal at. Approximately 6 months post index procedure, the patient required revascularization of the left at. A successful revascularization of the target lesion was performed on (B)(6) 2019.